Manufacturer narrative:
To date the sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient presented tube obstruction, with the pressure of the diet pump, the equipment presented a break, lacerating direct probe connection. Exchange was requested.